Event description:
It was reported that the ventilator generated a technical error code indicating a power error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated technical error, which is a power error. Identification of issue has been done by analyzing problem description. The issue was reported based on available information as the technical error may lead to stop of ventilation. The service report and device¿s logs were not attached. According to the information provided by the technician,the gas module air was detected as faulty and its replacement is necessary. Moreover, battery modules and o2 cell need to be replaced. The air gas modules regulate the inspiratory gas flow and gas mixture. No parts have been returned for further evaluation. The root cause to the reported issue has not been determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 05/15/2018 . Corrected manufacture date: 12/07/2007.

Event description:
Manufacturer's ref. #: (B)(4).